Manufacturer narrative:
G2: country of origin is germany. G4 PMA/510k(#): this device product ID: cx01b-c is not marketed in united states, however similar device with product ID: cx01b, UDI: (B)(4), 510k(#): k102397 is marketed in united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty (bkp) spinal therapy. It was reported that the cement hardened too fast, making it unusable and unable to be transferred to the bone fillers. The labeling process for mixing the cement was followed and no further complications or symptoms reported.